Manufacturer narrative:
Manufacturer investigation conclusion: the report of a suspected driveline issue was confirmed during the evaluation of the returned segment from the heartmate ii lvas. Additionally, the report of external jacket damage was confirmed through this evaluation. An onsite driveline repairs were performed on 2jul2019 by abbott personnel. The driveline was severed approximately 21" from the controller connector and the distal portion was replaced with no issues. The approximately 21" segment of driveline replaced by technical service was returned for evaluation. There was rescue tape applied for the entirety of the returned segment. Examination of the driveline revealed damage to the silicone jacket throughout the length of the returned segment. There was wear on both sides of the previous driveline replacement site (approximately 15.5" and 18" from controller connector), resulting in breaches to the silicone jacket, braided shield, and bionate layer on the distal side (approx. 15.5" from controller connector). There was a breach in the outer layer on the proximal side (approx. 18" from controller connector), but the bionate and braided shield remained intact. Visual inspection revealed some twisting and kinking of the bionate layer approx. 12¿ to 14¿ from the controller connector. Visual inspection revealed breakdown of the braided shield beneath this area, as well as some breakdown approximately 18¿ to 20¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed a breach in the insulation of the orange wire approximately 15.5¿ from the controller connector. The remainder of the driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The break in the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductor contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to pump stoppage events. The patient remains ongoing on vad support and no further issues have been reported. Incidental finding: there was a incidental finding of wire fatigue within the external portion of the driveline during the evaluation of the returned portion of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information was received indicating the patient received an unshielded cable after the driveline exchange. No further information was provided.

Manufacturer narrative:
Approximate age of device: 10 years and 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that the driveline had a narrow area and that an x-ray revealed shielding that was missing around the conductors. The driveline was exchanged by the tech team on (B)(6) 2019. No further information was provided.